Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jul-2019 with the following findings: during investigation, there was no damage to battery cap. The battery cap attaches securely to pump. The pump fails to power on. Unable to perform steps 8-13, 21 and 35 due to no power. There was corrosion in battery compartment. The battery compartment is cracked. Pump leaks at battery compartment. Pump opened; moisture damage found on the printed circuit board.. There was no power to pump due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.